Event description:
July 8, 1997 77 yr female for be as outpatient was admitted after sustaining a respiratory arrest in the radiology dept during a barium enema. Pt had h/o cva and was on coumadin for a-fib. Had flexible sigmoidoscopy in office with no problems. After insertion of rectal tube pt had problems with hypotension and bradycardia then sustained respiratory arrest. Drugs given during code in radiology: fluids, epinephrine, atropine, and dopamine. The pt was transported to ccu where resuscitation continued. Pt was noted to have a large amount of vaginal bleeding in ICU. A surgery consult was obtained. Surgical consult felt there may have been a latex allergy and avoided the use of enema balloon. No sign of fistula. There was noted to be barium in the vagina. 7/9/97 pt had several apneic episodes progressing to respiratory arrest, pt expired at 6 pm; family did not want autopsy. No intubation was done at pt/family request.